Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history was missing while the pump was being used. Additionally, it was reported that an occlusion alarm occurred. Customer declined troubleshooting with tandem technical support. Customer's blood glucose was 224 mg/dl.